Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Reviews of the drawing, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one 8 fr sheath was returned to cook for investigation. The sheath was returned separated with biomatter throughout. The sheath material was separated at the cap with the flare remaining in the cap. Approximately 10cm of elongated coiling was connecting the pieces. Coil elongation was noted in the distal section of the sheath starting at 28.5 cm from the proximal separated extending to 33 cm. A kink was noted on the proximal segment. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the manufacturer¿s instructions, drawing, specifications, and quality control procedures were conducted, and no gaps were discovered. Additionally, an IFU is provided with this device, which states that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿. The IFU also states that reinsertion of the dilator prior to removal of the sheath ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. Based on the information provided and no product returned, investigation has concluded that this event cannot be traced to the device, but to the patient condition, and unintended user error. Reportedly, the patient had scarring at the access site and in the target vessel, and the user failed to reinsert the dilator prior to the removal attempt. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
G5 - PMA/510(k) = k142829. This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The complaint device is from one of the following lots: 9048533 or 9647019, per the reporter. Concomitant products: viabahn stent graft, rotarex thrombectomy device, v12 atrium stent. Occupation: non-healthcare professional. PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a recanalization procedure of bilateral occlusions within the common femoral arteries, the hub of a flexor high-flex ansel guiding sheath separated from the sheath. The patient reportedly had a history of a prior femoral distal bypass graft and femoral endarterectomy with patch on the affected side. Another manufacturer¿s stent graft was previously placed in the artery; however, the graft was occluded. The femoral arteries were reported to be calcified and filled with thrombus. During the procedure associated with this report, access was gained percutaneously in the heavily-scarred groin. An unknown 4 french sheath was placed; although reportedly the device was difficult to insert. The insertion wire was upgraded to an unknown amplatz wire and an unknown 8 french short-sheath was inserted with some difficulty, requiring ¿strong force¿. Another manufacturer¿s thrombectomy device was used through the short sheath to unblock the occluded existing stent graft. This allowed for the pin-hole stenosis to be crossed with the wire guide. The short-sheath was removed and the tract was dilated with the dilator from the complaint device and then the sheath and dilator were inserted together over the wire guide, after requiring a ¿huge push¿ to be inserted. Another manufacturer¿s stent was placed inside the sheath for deployment. Upon withdraw of the device, which is required for deployment of the stent, the sheath was found to be stuck at the ¿level of the groin¿. The physician reportedly twisted, pulled, and tried to move the sheath, but eventually the hub detached from the sheath. The wire guide was removed inadvertently when the hub separated, as it was pulled back into the sheath when the separation occurred and could not safely be re-advanced into the stent. The stent was still in position within the sheath but could not be deployed without the wire guide in place. The physician made a small incision to remove the sheath and then sutured the artery. Minor blood loss was reported; however, no treatment was required. A separate puncture was required, higher in the artery, to complete the procedure using a new stent. The patient was discharged the following day with no adverse effects noted. A section of the device did not remain inside the patient¿s body.